Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of an oil leak was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a bent bottom plate and the muffle was unable to be inserted into the elbow. It was determined that the issue with the bent bottom plate is consistent with mishandling or dropping the device against something, this is further defined as user error. It was further determined that the issue with the elbow is consistent with normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance and inspection, it was observed that the foot control device had an oil leak. The event was not related to surgery. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.